Manufacturer narrative:
Pat 2093- lymphadenopathy. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, lymphadenopathy and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV, rupture, seroma-late, lymphadenopathy and necrosis. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported "she has very serious health problems¿. Healthcare professionally reported "patient experienced bilateral grade IV capsular contracture and rupture, bilateral hypertrophic axillary nodes. Pericapsular free silicone likely implant rupture." The device remains implanted.